Manufacturer narrative:
This lead is expected for return. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that this right atrial (ra) lead dislodged. Subsequently, this lead was explanted and replaced with a new lead. There was no asystole, or inadequate therapy to the patient. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead dislodged. Subsequently, this lead was explanted and replaced with a new lead. There was no asystole, or inadequate therapy to the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead is expected for return. This report will be updated upon the completion of the investigation. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.